Event description:
Maquet cardiopulmonary ag was notified that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seal stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A review of the finished device lot history record did not reveal any nonconformance which could have attributed to this failure mode. (B)(4).